Event description:
It was reported that the ventricular lead exhibited less than 200 ohms impedance. During lead replacement, it was noted that the insulation was stripped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.